Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high insufflation unit experienced blood flows back into the device. The issue was found during inspection prior before use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. The uhi-4's instruction manual contains the following statement, which may prevent the noted phenomenon. [Chapter 5 operation] warning during use of this instrument, make sure that blood and body fluid do not penetrate inside the insufflation tube to prevent contamination of the high-flow insufflation unit. Install this instrument at a higher altitude than the patient. Otherwise, the blood and body fluid of the patient may contaminate the high-flow insufflation unit through the insufflation tube. Be careful not to immerse the tips of the trocar and veress needle in the pool of blood and body fluid in the abdominal cavity. Otherwise, the blood and body fluid may penetrate into the insufflation tube. Should blood, etc., back flow into the insufflation tube, make sure that it does not enter the uhi-4. Should any body fluids enter the uhi-4, immediately terminate its use and contact olympus. Olympus will continue to monitor the field performance of this device.